Manufacturer narrative:
Corrected data: h6 (investigation findings- removing 4228- device incorrectly reprocessed and adding 202- inappropriate material). This report is being supplemented to provide additional information based on the legal manufacturer's re-evaluation of the subject device. Further investigation found that the white foreign material in the auxiliary water channel is thought to be a mixture of organic osilicones and silicates (antifoam, tap water, etc.). It is suspected that the protein may have come from humans, protein-based pharmaceutical drugs and/or bacteria. However, it was not possible to specifically identify when or how the material became attached. Further investigation also confirmed that a hole had opened in the tube connection inside the insertion section, causing a leak. It is assumed that the hole opened due to repeated bending stress during use.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of the material or root cause cannot be identified. However, there is a possibility that the foreign material could not be removed due to physical damage to the device despite correct reprocessing. The customer provided the cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use (IFU) were identified. The event can be detected and prevented by following the instructions for use: "instructions for gif/cf/pcf-290 series, operation manual, chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. Instructions for gif/cf/pcf-290 series, reprocessing manual, chapter 5 ¿reprocessing of the endoscope (and related reprocessing accessories)¿ describes how to prevent the subject event." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed during the device inspection, that the colonovideoscope exhibited foreign objects in the jet tube. There were no reports of patient involvement.